Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer hardware had fallen out, making the drawer inaccessible, and the auxiliary drawer was very difficult to open and close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of panama city a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 and 6.1 failed. A field service engineer (fse) found drawers 5-1 and 5-2 were failed and reseated the bus and rowboard cables. Fse then tested the drawers, and a pharmacist inventoried and tested the drawers. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.